Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. The secgs recorded by the device contained non-physiological artifacts and showed an intermittent loss of signal since (B)(6) 2022. However, the root cause was not determinable based on the available information. It cannot be excluded that external influences, such as mechanical forces or magnetic fields, contributed to the clinical observation. Should additional relevant information or the device itself become available, this investigation will be updated.

Event description:
This device was explanted due to loss of sensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The implants memory content was inspected. The recorded secgs showed an intermittent loss of signal since (B)(6) 2022, thus confirming the observation. A further analysis of the memory content showed no anomalies. A visual inspection of the device revealed a fracture of the antenna close to the feedthrough. Based on the damage symptoms, it is plausible to assume that strong external forces led to this fracture. In conclusion, the analysis revealed an antenna fracture. However, the root cause of the fracture could not be determined.